Event description:
It was reported that "md noticed that a pt's catheter was no longer attached to the wing of the catheter. The catheter had advanced out of the chest approx 3 inches. Catheter was manually stabilized and manually removed. Pt remained stable throughout and there was no evidence of bleeding."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the sample to be returned for eval. When the investigation is complete, a final report will be submitted. Add'l info from the user facility: brand name: dura-flow hemodialysis catheter, manufacturer name and address: angiodynamics, (B)(4).